Event description:
Voluntary medwatch report received noted that the patient presented to the emergency room with reports of syncope. The atrial lead exhibited oversensing due to noise and high pacing impedance. It was unable to be conclusively determined whether these lead issues contributed to patient symptom as the stored episodes did not correlate with the report of syncope. The lead will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5151511.